Manufacturer narrative:
According to available information, no return of product is intended. As no further information regarding this event is expected, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture. An x-ray revealed this lead was dislodged. This lead was removed and an two attempts to replace the lead were unsuccessful. An echo will be performed in the future to determine whether another left ventricular lead is needed. No adverse patient effects were reported.